Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2020 with the following findings: during investigation, the pump's audio tone and vibratory alarm functions were found to be inoperable. The pump cover was opened and internal moisture damage was observed on the piezo sound device and vibration motor. Pump is unresponsive due to moisture ingress and is unable to be downloaded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was alleged that the pump was making a "ticking" sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.